Event description:
It was reported that the device exhibited a permanent overpressure alarm, even after removing the batteries. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Event date unknown. Initial reporter phone (B)(6). Device evaluation: one device was returned for evaluation. Visual inspection revealed no physical damage. The event history log showed ¿upstream¿ alarm messages. Functional testing could not replicate the reported issue. The root cause was unknown. The pmu was reinstalled as a preventive measure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.